Event description:
It was reported that during the implant procedure the ¿lead did not exit from the needle.¿ it was stated that a replacement lead was used at that time. It was noted the ¿same needle was used¿ to implant the replacement lead. It was reported there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Event description:
Additional information stated the patient was ¿receiving an effective stimulation¿ following the implant of the lead. It was noted the patient¿s lead was for a trial of the stimulation.

Manufacturer narrative:
Device evaluation: analysis of the lead found ¿the distal end was stretched in between the electrode sleeves.¿

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.